Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a neonate cooling on the arctic sun device. The device alarmed 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) and they were not able to clear the alarm or do anything. They ended up switching to another device. Nurse asking what to do if it happens again as this is their last machine. Informed nurse alarm 80 was a non-recoverable system error. Recommend rebooting the device by turning it off with the switch on the back. Typically, once the device reboots it can continue therapy without issues. If the alarm continues to persist, then the device would need to go to biomed. Often, rebooting will clear the alarm, and it will not return. Discussed possibility of empty reservoir alarm and emptying pads to clear this as well. Informed nurse if they need to use the initial device that gave the alarm 80, they can call back if needed to help with getting therapy started. Encouraged nurse to call with any issues.

Event description:
It was reported that the nurse stated they had a neonate cooling on the arctic sun device. The device alarmed 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) and they were not able to clear the alarm or do anything. They ended up switching to another device. Nurse asking what to do if it happens again as this is their last machine. Informed nurse alarm 80 was a non-recoverable system error. Recommend rebooting the device by turning it off with the switch on the back. Typically, once the device reboots it can continue therapy without issues. If the alarm continues to persist, then the device would need to go to biomed. Often, rebooting will clear the alarm, and it will not return. Discussed possibility of empty reservoir alarm and emptying pads to clear this as well. Informed nurse if they need to use the initial device that gave the alarm 80, they can call back if needed to help with getting therapy started. Encouraged nurse to call with any issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They ended up switching to another device. Nurse asking what to do if it happens again as this is their last machine. Informed nurse alarm 80 was a non-recoverable system error. Recommend rebooting the device by turning it off with the switch on the back. Typically, once the device reboots it can continue therapy without issues. If the alarm continues to persist, then the device would need to go to biomed. Often, rebooting will clear the alarm, and it will not return. Discussed possibility of empty reservoir alarm and emptying pads to clear this as well. Informed nurse if they need to use the initial device that gave the alarm 80, they can call back if needed to help with getting therapy started. Encouraged nurse to call with any issues. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.